Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm ((B)(4)) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 20-dec-2019. Device evaluation: the device has been returned and evaluated by product analysis on 19-dec-2019 with the following findings: during investigation, the complaint regarding cs064 alarm could not be investigated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.